Manufacturer narrative:
The product has been returned and investigation is pending at this time. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported their abbott diabetes device did not power on. The product was returned and investigated for not being able to power on, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. In addition, the review determined that the correct cable and adapter were part of the reader kit pack and there was no indication that the product did not meet specifications. Reader (B)(6) has been returned and investigated with known good precision strips. Visual inspection has been performed on the returned reader and no damage was observed. Customer stated that the reader was not powering on. The returned reader did not power with on button depression, test strip or usb cable insertion. The returned reader was further investigated and de-cased and visual inspection was performed on reader's pcba (printed circuit board assembly). And burn marks was observed. A further investigation was conducted. The customer did not return usb charger, charging cable and power adapter. Visual inspection was performed using a digital microscope on the returned device and burn marks were observed on the u13 chip of the returned reader. Data review is not required as glucose data readings would not give any indication of smoke, explosion, or fire occurring. The returned reader was brought to the bench to perform functional testing. The returned battery voltage was measured, however results were not within specification range. The returned battery was observed to be charged normally. No abnormalities were observed on the returned battery. The returned reader was observed to be too hot to hold when connected to a charged known good battery, regardless of its charging state. Off-current consumption testing was performed to check the current draw of the returned reader, however, results were not within the required specification which indicates the reader was drawing excessive electrical current from the battery. Additionally, a thermal inspection was conducted using a thermal camera and hotspots were observed on the reader's u9 and u13 components during the inspection, indicating that the two components on the returned reader were contributing to the excessive electrical current drain. The excessive current drain and hotspots observed are known symptoms of a reader that has been supplied with excess current through its charging function by the use of a non-abbott supplied power adapter. A reader self-test was unable to be performed due to the inability to power on the returned reader. This issue is not confirmed due to user error (incorrect adapter used) as damage to the returned reader's u13 and u9 components was found through bench testing. If the partial product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. This also serves as a correction report. Section h4 (device mfg date) was incorrectly updated in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported their abbott diabetes device did not power on. The product was returned and investigated for not being able to power on, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There was no report of death, serious injury, or mistreatment associated with this event.